Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the clinic had issues with the needle coming off from hub and staying in the animal.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported customer complaint. No photographs or product sample/s were provided for evaluation therefore the reported condition could not be confirmed. The root cause and corrective actions could not be identified without a sample evaluation. The exact method of attachment/use cannot be determined based on the available information. Based on this analysis, this root cause cannot be confirmed or discarded from consideration, so it remains as a potential cause. The current processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.